Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise on the right ventricular lead were noted. Varying sensing amplitudes were also observed. High voltage therapy was disabled until the lead was capped and replaced. The patient was in stable condition.